Event description:
Healthcare professional (hcp) reports a fiber leak noted 70 minutes into patient treatment. New disposables used to continue the patient treatment without incident. The dialyzer was reused 35 times prior to this report. The hcp reports no patient injury or need for medical intervention.